Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure. During the procedure, there was reportedly a balloon defect and the balloon ruptured. It was reported that the patient also suffered from an (B)(6) infection. The procedure was able to be completed successfully. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.